Event description:
Information was received indicating that during the use of a smiths medical cadd administration set, leak was noted through the air filter and the patient could not receive full infusion of chemo medication. The reporter noted that about 5ml of the infusion medication leaked out. No patient injury was reported and no adverse effects were reported.